Event description:
Complainant alleged that while attempting to convert the heart rhythm of a pt the device failed to increase the energy to the maximum allotted energy. Complainant indicated that the pt subsequently expired, but it was not a result of the reported malfunction.